Event description:
Received info stating unit allegedly was blowing black dust while in pt use. No pt harm reported.

Manufacturer narrative:
No device returned. No sample will be returned for investigation.